Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported being woken up multiple times per week with sharp stabbing pain near their implantable cardioverter defibrillator (ICD). The patient¿s pocket area was still tender from a generator change the previous month. In addition, non-reproducible noise was noted. The ICD remains in use. No further patient complications have been reported as a result of this event.